Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable pacemaker and the patient's non-boston scientific right atrial (ra) lead exhibited intermittent sensing measurements of "n/r" and intermittent impedance measurements of less than 100 ohms. A surgical revision was performed. The non-bsc ra lead was tested via a pacing system analyzer (psa) and impedance measurements were 300 ohms. The device was explanted and replaced. No additional adverse patient effects were reported.